Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) on an unknown date (operative level unknown). It was reported that the "cement was moving inside of the vertebral body" most likely due to a positioin shift of the hardened cement within the vertebral body space. The patient reportedly complained of residual slight pain. According to the report, the cement was prepared according to the instructions for use (IFU) and was "doughy and homogenous" when implanted. No further information could be obtained.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.